Manufacturer narrative:
Analysis of the pcu event log shows that an infusion of normal saline with a rate of 100ml/hr and vtbi of 999ml was started at 8:50 pm on (B)(6) 2017. At 8:54 pm, a remote IV request was received for the same drug to infuse at 100ml/hr with a vtbi of 1000ml. The user started this infusion. At 4:43 am on (B)(6) 2017, the user changed the vtbi to 999ml and started the infusion. The primary volume infused that was recorded at this time was 787.987ml. There was no remote IV request received and it is unknown why the user changed the vtbi to 999ml at this time. Almost 3 hours later at 7:22 am the device alarmed for air in line. The vtbi showed 734ml at the time of the alarm due to the fact that the infusion had been running for approximately 2 hours and 39 minutes since the time the vtbi was changed to 999ml. At a rate of 100ml/hr, approximately 265ml would have been expected to deliver, which would show the remaining vtbi to be 734ml. The pcu event log review cannot determine whether or not a new bag was hung at 4:43 am on (B)(6) 2017. The log only show that 3 hours prior to the air in line alarm the vtbi amount was changed to 999ml. It is unknown why the vtbi was changed at this time. The log does not show a remote IV request was received for this bag change and the device was not paused prior to this nor were there were any door open events that would suggest that the bag was replaced at this time. The event description states that the device was programmed to infuse at 100ml/hr and the bag was empty and displaying a vtbi of 734.1 after only 3 hours, however the log shows the infusion was originally started at 8:50 pm on (B)(6) 2017 and ran until the air in line alarm at 7:22 am on (B)(6) 2017 (10 hours and 32 minutes) and this original bag is believed to be the bag that the user thought emptied faster than intended. The volume recorded as being infused during this period was 1052.88ml. New programming did not occur at 4:43 am; there was only a change to the vtbi. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
Inspection of the device and tubing revealed no event-related anomalies. Functional testing found the device to be delivering fluid within specification. There was no leaking observed from the primary set. The root cause of the customer¿s report of an overinfusion was not identified.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that an infusion of normal saline with a rate of 100ml/hr and vtbi of 999ml was started at 8:50 pm on (B)(6) 2017. At 4:43 am on (B)(6) 2017 the user changed the vtbi to 999ml. The device was not paused prior to this change and there were no door open events that suggest that the bag was replaced at this time. Almost 3 hours later at 7:22 am the device alarmed for air in line. The vtbi showed 734ml at the time of the alarm due to the fact that the infusion had been running for approximately 2 hours and 39 minutes since the time the vtbi was changed to 999ml. At a rate of 100ml/hr, approximately 265ml would have been expected to deliver, which would show the remaining vtbi to be 734ml. It is suspected that a 1000ml bag may not have been hung at 4:43 am and instead only the vtbi amount was changed. The infusion which was started at 8:50 pm on (B)(6) 2017 ran until the air in line alarm at 7:22 am on (B)(6) 2017 (10 hours and 32 minutes) and the original bag is suspected to be the bag that the user thought emptied faster than intended. The root cause of the customer¿s report of an overinfusion was not identified. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that 1000ml of ns was programmed to infuse at 100ml/hr; however, within 3 hours the bag was empty and the device displayed 734.1ml vtbi. The pump was associated to the non-bd emr system of cerner iaware where the infusion documentation screen showed the infusion was programmed at 100ml/hr. There was no report of patient harm.